Manufacturer narrative:
The insulin pump was received with weak battery alarm and low battery alert. The problem isolated to the lcd board. The pump was received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a weak battery and low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed weak battery after a battery change. The customer was advised of how to clear the alarm. The customer stated that they used aaa energizer batteries. The customer stated that the batteries lasted one week. The customer stated that there were no excessive button pressing. The customer stated that the anomaly persisted with the replacement battery cap. The customer will be sent a replacement pump.